Event description:
During the saphenous vein harvesting procedure, the tunnel collapsed half way through the procedure. The pa continued using the same device to complete the procedure. No patient complications were reported.